Event description:
The string came off completely from 2 of the tampons [device breakage]. I could not get it out; had to go to a health clinic where they removed with instruments [foreign body in reproductive tract]. Spotting [vaginal haemorrhage]. Case narrative: on 01-feb-2024, a spontaneous report was received from a consumer regarding a female of unspecified age who was using o.b. Original tampons (tampon, menstrual, unscented). On 27-feb-2024, additional information was received from a consumer. Medical history included bleeding (not problematic, already checked for cancer years ago). Concomitant products were not reported. On an unspecified date (reported as long time user for years, relative to on (B)(6) 2024; also reported as for decades, relative to on (B)(6) 2024), the consumer started use of o.b. Original tampons. On (B)(6) 2024, after inserting the product that she had purchased on (B)(6) 2023, the string came off completely from the tampon. The consumer tried every which way to remove it, but was unable. On (B)(6) 2024, the consumer called a medical clinic and was told she could come in and wait. They removed the tampon and the pa (physician assistant) touched the uterus wall as she removed it, which was extremely painful. It was noted that her health was very good and it had been 3 years since her last visit. The consumer did not use a tampon the next day, despite some spotting. Given that the pa had said it was very rare for it to happen, the consumer decided to try the product again. She wet multiple tampons first and pulled on the string to make sure that it was securely placed. None of them came off. On (B)(6) 2024 (also reported as sunday, on (B)(6) 2024), the consumer tried another one and when she tried to remove it, the string came off again. Since the 2nd time was on a sunday, the clinic was closed. She went into town and waited for an opening with a female pa. The pa was very rough but removed the tampon with instruments. The consumer was very upset since it had never happened before. She was very disheartened as the product was hard to find. It was noted that the patient had used o.b. Original tampons for decades and never had a problem like this, which occurred in the same box despite more than 70% of them had been fine. As of (B)(6) 2024, the status of product use was withdrawn, and the outcome of spotting was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. Trend analysis did not reveal any trends for the product. We cannot determine this complaint¿s association with any lots of known identity due to lack of manufacturer¿s lot code. The investigation revealed no issues requiring corrective action with the product manufactured.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. Trend analysis did not reveal any trends for the product. We cannot determine this complaint¿s association with any lots of known identity due to lack of manufacturer¿s lot code. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string came off completely from 2 of the tampons; string of tampon fell out having trouble to remove it for two days [device breakage]. I could not get it out; had to go to a health clinic where they removed with instruments; foreign body in vulva and vagina; tampon removed without issue [foreign body in reproductive tract]. Spotting [vaginal haemorrhage]. Thin discharge [vaginal discharge]. Case narrative: on 01-feb-2024, a spontaneous report was received from a consumer regarding a female of unspecified age who was using o.b. Original tampons (tampon, menstrual, unscented). On 27-feb-2024, additional information was received from a consumer. On 27-mar-2024, additional information was received in the form of medical records. Medical history included bleeding (not problematic, already checked for cancer years ago). Concomitant products were not reported. On an unspecified date (reported as long time user for years, relative to (B)(6) 2024; also reported as for decades, relative to (B)(6) 2024), the consumer started use of o.b. Original tampons. On (B)(6) 2024, after inserting the product that she had purchased on (B)(6) 2023, the string came off completely from the tampon. The consumer tried every which way to remove it, but was unable. On (B)(6) 2024, the consumer called a medical clinic and was told she could come in and wait. They removed the tampon and the pa (physician assistant) touched the uterus wall as she removed it, which was extremely painful. It was noted that her health was very good and it had been 3 years since her last visit. The consumer did not use a tampon the next day, despite some spotting. Given that the pa had said it was very rare for it to happen, the consumer decided to try the product again. She wet multiple tampons first and pulled on the string to make sure that it was securely placed. None of them came off. On (B)(6) 2024 (also reported as sunday, (B)(6) 2024), the consumer tried another one and when she tried to remove it, the string came off again. Since the 2nd time was on a sunday, the clinic was closed. She went into town and waited for an opening with a female pa. The pa was very rough but removed the tampon with instruments. The consumer was very upset since it had never happened before. She was very disheartened as the product was hard to find. It was noted that the patient had used o.b. Original tampons for decades and never had a problem like this, which occurred in the same box despite more than 70% of them had been fine. As of (B)(6) 2024, the status of product use was withdrawn, and the outcome of spotting was not reported. No additional information was provided. On 27-mar-2024, it was learned that on (B)(6) 2024, the patient presented to the hospital emergency department for a retained tampon. The patient has never had full menopause. She had intermittent menses and used tampons when needed. Concomitant products were updated to include vicodin (hydrocodone bitartrate; acetaminophen) 5/500 mg tablet at one tablet, orally, every 4 to 6 hours. The patient reported the string became dislodged and she was unable to remove the tampon. The patient¿s blood pressure was 144/57 (units not provided), body temperature was 98.2 degrees f, pulse rate was 80 (units not reported), respiratory rate was 20/min, and her pain scale was 0 from 1-10. Examination of the genitourinary tract showed normal external anatomy, adnexa nontender, retained tampon which was removed without complication, and thin discharge. The assessment was a foreign body in vulva and vagina. The patient was discharged with a recommendation to return to the center for work-up. On (B)(6) 2024, the patient presented to the walk-in clinic requesting tampon removal as the string of the tampon fell out and she had trouble removing it for 2 days. The patient was still spotting here/there. The patient¿s blood pressure was 122/75 (units not provided), body temperature was 97.9 degrees f, pulse rate was 75 (units not reported), respiratory rate was 20/min, and pain scale was 0 from 1-10. Genitourinary examination showed tampon removed without issue, labia without lesions or masses, vaginal mucosa pink, and no lesions. The assessment was a foreign body in vulva and vagina. It was discussed avoiding using tampon again as they causing bv (bacterial vaginosis) infections. The doctor recommended follow up with primary care physician or gynecologist if any concerns and routine exams. No additional information was provided.